Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a broken reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 131 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.